Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system with cgm, reaching a glucose nadir of 50 mg/dl, and contacted support for education on setting a higher secondary cgm target at night as advised by their endocrinologist. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with oral glucose gummies and return of glucose to target without medical intervention or ketone testing. Investigation included complaint intake review and user education on feature settings and use. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.